Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that before vitrectomy surgery an ophthalmic laser probe did not fit through the trocar canula. The surgery was completed on the same day causing no impact on patient. Additional information has been requested but is not available at the time of this report.